Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: the concomitant products should have been 1458ql/86; (B)(4) and lpa1200m/52; (B)(4). Therapy date should have been (B)(6) 2018.

Event description:
It was reported that during ra lead explant procedure the rv lead exhibited high capture thresholds and low r wave sensing. The lead was also explanted and replaced. The patient condition was stable.